Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The clip remains implanted on the mitral valve leaflets. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip (10317545/28) referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). The clip remains implanted on the mitral valve leaflets. The analysis of this complaint was an assessment of the manufacturing records and information provided by the reporter to abbott vascular. In this case, there was no reported device malfunction associated with the cds. A review of the device history record revealed no non-conformances for the lot that would have contributed to this event. The reported patient effect of tissue damage (mitral valve injury), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. In this case, the information provided in the case details confirmed that the slit (tissue damage) in the leaflet near the clip was observed after deployment of the initial clip. Therefore, based on the information reviewed, the reported patient effect of tissue damage appears to be related to procedural conditions and not a product quality deficiency.

Event description:
This report is being filed as a slit in the leaflet appeared after deployment of the clip(10312245/20). The slit is considered patient injury. It was reported that during a mitraclip procedure, after placing the clip (10312245/20) onto the leaflets, the clip was deployed as it had a good grasp of the leaflets. The mixed mitral regurgitation grade (mr) was reduced from 3-4 to 3. However, after deployment, a slit in the leaflet near the clip appeared. A second clip (10317545/28) was used, but it was difficult to grasp the leaflets due to a huge gap between the leaflets that was created by the slit. The 2d and 3d imaging were not useful. During the attempt to place the second clip, the mr increased from 3 to 3-4. The second clip was not implanted as it was unable to grasp both leaflets. The procedure was aborted. The mr grade remained at the preprocedure grade of 3-4 with the implantation of one clip. There was no adverse patient sequela. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the second clip used was to help reduce the mitral regurgitation grade and not due to the slit in the leaflet. During device analysis of the clip delivery system (10317545/(B)(4)), one of the frictional elements from the clip arm was found to be missing. There was no report of any post procedure device manipulations or clip inspections that may have caused the frictional element to detach. No additional information was provided.